Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. The customer contacted the healthcare provider to obtain an alternate form of insulin therapy until the replacement pump arrived.